Event description:
Customer reported that she got up between 2:00 - 6:00 am to use the bathroom and that was the last thing she remembers. Customer stated hat she woke up at 4:00 pm the following day laying against the door, but couldn't get up. Customer stated that she called her sister, paramedics were called and they took her to the hospital. Customer stated that she had unexplained low blood glucose. Customer stated that she took to much insulin for something she ate that day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.